Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: malposition, migration.

Event description:
Healthcare professional reported of the left side device: "device migration/implant malposition, change shape/size/style". The device was explanted.